Event description:
It was reported that on (B)(6) this insert was used in surgery. However, a few days later the insert was found to have not locked in correctly to the tibial component. A revision was needed to correct this issue - no revision surgery details were communicated.

Manufacturer narrative:
(B)(4).